Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). A companion sample was received. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hp cycled power to clear. The tsr then explained that supplies were compromised and the hp would have to start over with new supplies or finish with manual supplies. The hp wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened as well as any missed therapy. The hp understood explanations. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy and completing therapy with manuals. The hp said that the cause of the alarm was due to disconnecting and reconnecting. Per the hp, there were no loose connections or defects on the supplies. He did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. The caregiver was contacted for another system error 2240 on (B)(6) 2011. The caregiver stated that she had a companion sample available. She also had a lot number, h11g14029. Since then the patient has been resuming therapy successfully and she said she would discuss the alarm with the rn. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.